Manufacturer narrative:
Analysis of the pump revealed no anomaly. Regarding additional information received via analysis, it was determined that this event is no longer a reportable device malfunction and no serious injury occurred (pump was not implanted). As such, no further regulatory reports will be submitted pertaining to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the pump contained water. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a pump. As reported there is no indication of patient involvement or patient harm regarding the event. No patient symptom was reported. A pending alarm occurred and the logs were read. The company representative had checked his pumps a couple weeks ago and they were all fine, but today on his way to a case the company representative confirmed a pending alarm with a motor stall that occurred and recovered on (B)(6) 2019. The pump was not implanted. At the time of the report, the company representative was reminded to return the pump. On (B)(6) 2019 rp (rep): document contained no new information; the pump was returned.